Manufacturer narrative:
A medtronic representative went to the site to replace the monitor and test the equipment. The system issue was resolved after the monitor was replaced. The suspect monitor has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the monitor was connected to a test system for a multi-day burn-in test. The monitor was found to randomly flickering / turning black. The reported event was confirmed to be caused by a electrical failure mode.the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system monitor was flickering, randomly going on and off and turning black. In trouble-shooting, turning the monitor off and on restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient sex and weight provided. Age and ID were not provided by the site.

Manufacturer narrative:
Patient information was not made available from the site.on 07/02/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Monitor randomly flickering/turning black. In trouble-shooting, monitor cables check : data and power : no issues found. Surgeon monitor issue. - return requested for suspect monitor. On 07/01/2015 replacement monitor requested. No parts have been received by manufacturer for analysis. - no further issues have been reported.